Event description:
This male pt with a history of previous mi, previous CABG (2001), hypertension, hyperlipidemia, smoking, peripheral vascular disease, a solid tumor without documented metastases (initially treated within the last five years), and a family history of heart disease was admitted for coronary eval due to stable angina. The pt was currently taking aspirin, statins, ace inhibitors and beta-blockers. Plavix and heparin were administered in the cath lab. Clotting times were not measured. Angiography revealed an 85%, 15mm, de novo, irregular, concentric, b2 type lesion in the ostium of the left main artery (lm). The lm was protected by a bypass graft. The vessel was 3.5mm in diameter. The lesion was pre-dilated with a 2.0 x 15mm balloon inflated to 10 atms. A 2.75 x 13mm was deployed to 18 atms. Then a 3.5 x 13mm was deployed to 16 atms. The stent was post dilated with a 3.5 x 15mm balloon inflated to 16 atms. The final residual stenosis was 33%. There were no reported complications and the pt was discharged the following day with orders for daily administration of aspirin, plavix (9 months duration), statins, ace inhibitors, and beta-blockers. Of note, the pt stopped taking plavix after two months of his own accord. Sixteen months post index procedure, the pt presented with angina and was sent for angiogram. Angiography revealed a 70%, peri-stent stenosis in the proximal lad extending into the first diagonal branch. This was treated with the placement of a 2.5 x 23mm promus stent. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance.

Manufacturer narrative:
Stent restenosis is a known potential outcome of coronary stenting and is multifactorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. In this case the pt has a history of obesity, previous mi, previous CABG (2001), hypertension, hyperlipidemia, smoking, peripheral vascular disease, a solid tumor without documented metastases (initially treated within the last five years), and a family history of heart disease. The lesion treated was an 85%, 15mm, de novo, irregular, concentric, b2 type stenosis in the ostium of the protected lm. Residual stenosis following the procedure was 33%. Additionally, the pt was not compliant with antiplatelet therapy for the prescribed duration, which may have led to proliferative cell growth of the intima. These factors significantly increase the pt's risk of aggressive disease progression and restenosis. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are various pt, vessel/lesion, procedural, and pharmacological factors that may have contributed to this reported event of restenosis. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).